Event description:
The user facility reported that following a completed patient procedure their 5085 surgical table would not return to level position, instead the table moved further into trendelenburg position. The patient was removed from the surgical table onto a stretcher. No report of injury.

Manufacturer narrative:
A steris service technician arrived on site to inspect the 5085 surgical table and found that the hydraulic hose for the leg cylinder was pinched between the tabletop and side rail. Additionally, the technician found that the bearing cover and shroud bellows were damaged. The 5085 surgical table was installed in 2020 and is not under steris service agreement for maintenance activities. The user facility's biomed department is responsible for all maintenance activities. The technician repaired the necessary components, tested the table, found it to be operating according to specification and returned it to service. A three-year complaint review indicates this to be an isolated event. No additional issues have been reported.